Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A synergy drug-eluting stent was used for treatment. During procedure, it was noted that the stent got caught off on the proximal end of the guidezilla and was unable to pass. The devices were then pulled back through the guide catheter. The procedure was completed with the same guidezilla and a different stent. No complications reported and the patient is fine. However, per photo received, it was noted that the stent was damaged.